Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the cable would not stay connected. The cable passed incoming testing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable would not stay connected. The cable was returned for analysis. There was no patient involvement.